Manufacturer narrative:
Additional information: due to characterization limit e1, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service engineer (fse) that, the cardiosave intra-aortic balloon pump (iabp) when attempted to connect with the trainer, the trainer's power supply (blue connector) did not connect to the main unit. A test with another fixed asset machine showed that it connected successfully. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer was dispatched and discovered that a portion of the main unit¿s connector was deformed, preventing proper insertion of the trainer¿s power supply connector. The issue was resolved by replacing the pcb, front end, rohs (0670-00-1164). There was no patient involvement or harm, as the issue occurred during inspection of a fixed asset machine, not during clinical use.